Manufacturer narrative:
No malfunction of the product was reported by the customer. The incident was caused by a user error. In the instructions for use (IFU) it is stated the user has to pay attention and avoid collisions when operating the table. In chapter 2 of the IFU possible hazards are stated: "warning! Risk of injury! When adjusting and moving the or table, the table top or the accessories, collisions may occur with the patient, between the individual products or parts pointing downwards. During the adjustment procedures, always pay attention to the or table and accessories and avoid collisions. Ensure that tubes, cables and drapes are not trapped." Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The full event site name is "(B)(6) hospital of (B)(6) university medical college". The event site phone number is (B)(6).

Event description:
The following was reported. The operating tables (or table) downward movement was blocked by an instrument table. When the or table was lowered, one side of the tables base was lifted, since the downward movement was blocked. When the or table was moved upwards again, the lifted table base came down and crushed a doctors foot. The injured foot was examined. It was reported that no bone fracture occurred. The injury was described as "only slightly crushed". No delay of the surgical procedure occurred due to this issue. Manufacturer reference # (B)(4).